Event description:
Pericardial effusion or tamponade with medtronic hardware in the postop phase. It appears all of these patients had lead #5076 implanted. Underwent ppm, underwent pericardial window, and lead revision.